Event description:
It was reported that the insulin pump had keypad anomaly. Customer stated the up button was not working. Customer's blood glucose was 326 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no intermittent button response due to moisture damage keypad trace. It also had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip.